Event description:
Spontaneous call from patient nurses. Spoke with (B)(6) rn, and then (B)(6) rn. On two occasions pump would turn off on its own. Batteries replaced sn (B)(4) changed rates at 8 pm and then 3 hours later. Current 0.018ml/hr as of (B)(6) drawing up 2ml, pump replaced, back up and pump setup. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(4) by: health professional. Dose or amount: 13nkm, 0.18ml/hr, frequency: continuous infusion, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.